Event description:
It was reported via social media that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman laa closure device and delivery system was used. During the procedure, the patient's heart was perforated. He procedure stopped and intervention was performed to repair the patient's heart. The patient recovered from that event. At an unknown time later, the patient started falling and her health deteriorated. The patient passed away two years later from an unknown cause.